Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During use for a cardiopulmonary bypass procedure, the roller pump displayed a "belt slip" warning message. The roller pump continued to function with respect to pumping fluid through the extracorporeal circuit. There was no adverse consequence to the pt as a result of this event.